Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultrasmart meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation after follow-up with the patient following a previous complaint. The reporter claimed that the subject meter started reading inaccurately about 4 or 5 weeks prior to contacting lfs. He stated that on unknown dates and times, the patient obtained alleged inaccurately high blood glucose results of ¿170, 160, 250 and 240 mg/dl.¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. The reporter stated that 4 or 5 weeks ago, after the alleged issue first occurred, the patient increased her tradjenta medication from 2.5mg to 5mg and metformin from 1500mg to 2000mg per day. The reporter claimed that a side-effect of tradjenta is weight loss and as a result of the increased dose, the patient¿s weight fell from 73 to 68 pounds, and she developed symptoms of ¿excessive sweating¿ about a week prior to contacting lfs. He reported that because the customer was experiencing symptoms and her blood sugar was not decreasing, her doctor prescribed a laboratory test. He indicated that the patient was visited in her home by hospital staff on (B)(6) 2017 (no time given) and a blood draw was done and a test was taken on the meter no greater than 15 minutes between blood draw and the meter reading. He stated that the patient obtained 177mg/dl on her meter and the result back form the lab was 107 mg/dl. The reporter also stated that after discussing the situation with the patient¿s doctor, he contacted lfs on (B)(6) 2017 and decreased the patient¿s medication back to the original levels. During troubleshooting, the cca noted that the patient¿s test strips were within expiry date and had been stored correctly. The reporter confirmed that the meter was set to the correct unit of measure. The csr educated the reporter on what control solution is and when to use it, and walked the him through a control solution test. The patient¿s products were requested back for investigation. Replacement products had been sent to the patient following the initial call to lfs. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.